Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction."

Event description:
It was reported patient underwent initial knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to infection. The tibial bearing was removed and replaced.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. The correct device was finally returned and tested by following the IFU, substituting water for both fluids. One spray tip was non-functional due to jelled ppp, this is normal for a used spray tip. All of the connections were leak free throughout the process. Nothing was observed to indicate the device was defective. DHR was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a hallux valgus procedure on (B)(6) 2014. During the procedure, the ppp was mixed with thrombine inside of the applicator. Another gps kit was used to completed the procedure.